Manufacturer narrative:
The device in question will not be returned to boston scientific for investigation. Boston scientific requested additional information from the hospital regarding the alleged event. The hosp did not disclose what they did with the device or any additional patient information. Therefore, based on the limited information provided by the hosp, and lack of a returned device for investigation, boston scientific could not confirm the user's claim that the patient's death was caused by anatomical and operator related reasons. If boston scientific learns of any additional information pertinent to this case, or the hosp decides to return the device, boston scientific will submit a supplemental report. Until such time any additional information is received, boston scientific will consider this matter closed.

Event description:
The physician reported, he was performing a stenting and coiling of an aneurysm in the sidewall of the patient's basilar artery. The access had to be done from the right vertebral artery because the left one was reportedly very narrow. When advancing the stent to the chosen location, a loop in the guidewire formed suddenly and entered the aneurysm, puncturing the aneurysmal wall. The physician reported visibility was not optimal due to the projection they had to use, an the radiopaque distal segment of the guidewire was distal to the aneurysm site, so they did not see when it happened. The aneurysm was rapidly stented and coiled but they could not save the patient. The rupture was severe, and the patient expired. The physician reported the event was caused by anatomical reasons and the operator, that there was nothing wrong with the devices used. No further information was disclosed.